Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replace the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have an electrical/fiberoptic defect related to a high side switch/power issue leading to error 32101. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the procedure aborted post anesthesia, the procedure was converted to laparoscopic surgery due to the defective arm. There was no injury to the patient. Troubleshooting was performed with technical support. The issue was resolved via troubleshooting. No assumption is provided by the customer about what the surgeon believes caused or contributed to the reported system malfunction. No answer provided about whether the system was inspected or not prior to use. There were no issues noted during set up of the system. The procedure had been in progress when the issue occurred for 2 hours. There were no post-operative complications. No video recording of the procedure is available for intuitive review and no patient information can be disclosed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a nurse called in between two surgeries to report they had repeated recoverable error 23069 on arm 3. Emergency power off (epo) restart did not bring any difference, after next power cycle and arm movement, system error was directly present again. Surgeon stated, it was not able to work with 3 arms only. Next patient already under anesthesia. Surgeon was unclear if surgery was postponed or cancelled or converted. Last surgery was finished without any issues, problem came after finished surgery. No procedure information shared. The procedure was aborted then converted to laparoscopy with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the procedure aborted post anesthesia, the procedure was converted to laparoscopic surgery due to the defective arm. There was no injury to the patient. Troubleshooting was performed with technical support. The issue was resolved via troubleshooting. No assumption is provided by the customer about what the surgeon believes caused or contributed to the reported system malfunction. No answer provided about whether the system was inspected or not prior to use. There were no issues noted during set up of the system. The procedure had been in progress when the issue occurred for 2 hours. There were no post-operative complications. No video recording of the procedure is available for intuitive review and no patient information can be disclosed.